Event description:
When surgeon in process of performing an ablation on a patient the device did not work. A second device was then obtained and used. No harm to the patient.what was the original intended procedure?hysteroscopy, d & c and novasure ablation.device #1is this a laboratory device or laboratory test?no.